Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; two error codes were found. We could not perform baseline evaluation due to the touch response stopped working after 8 minutes of the evaluation. The error code fa5a1 was confirmed in the memory log files and the device failed the baseline test. The fa5a1 error code was confirmed to be a failure consistent with CAPA-00006166. The error code 9f000 was confirmed in the memory log files. The error code was unable to be replicated during analysis. The touchscreen defect was validated. Subsequently the programmer was disassembled to isolate the defective components in the touchscreen assembly. When the touch controller was swapped out with a known good unit, the product defect disappeared. This confirms a defective touch controller caused the observed touchscreen failure. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.

Event description:
It was reported that this latitude programmer was returned to boston scientific without any reported allegations against its functionality or involvement with any adverse patient effects. Initial analysis identified a product performance issue and detailed testing was performed.

Manufacturer narrative:
This report is being filed to include a correction to field h6. This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; two error codes were found. We could not perform baseline evaluation due to the touch response stopped working after 8 minutes of the evaluation. The error code fa5a1 was confirmed in the memory log files and the device failed the baseline test. The fa5a1 error code was confirmed to be a failure consistent with CAPA-00006166. The error code 9f000 was confirmed in the memory log files. The error code was unable to be replicated during analysis. The touchscreen defect was validated. Subsequently the programmer was disassembled to isolate the defective components in the touchscreen assembly. When the touch controller was swapped out with a known good unit, the product defect disappeared. This confirms a defective touch controller caused the observed touchscreen failure. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.

Event description:
It was reported that this latitude programmer was returned to boston scientific without any reported allegations against its functionality or involvement with any adverse patient effects. Initial analysis identified a product performance issue and detailed testing was performed.